Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The ins was seen off in the clinic on (B)(6) 2019. No troubleshooting had performed because settings have been stable. The physician's plan was to review the patient two weeks after this secondary report to explore further. At the time of this report, stimulation was on and the patient had a controller to check it.

Manufacturer narrative:
Implant year is valid, but the exact date is not known. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's. It was reported the ins appeared to be turning off independently of the patient programmer. When turned on with the programmer, the ins does switch back on, but later switches off again. The ins was implanted in 2014, and should still have battery life. It was noted that a home visit would be required to interrogate the ins. No patient symptoms/complications were reported.